Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jetd. While retracting the jetd, the physician experienced resistance. Then, after the removal of the jetd, the physician attempted to flush the jetd; however, was unsuccessful. Subsequently, it was noticed that the distal end of the jetd was ovalized. The procedure was completed using a new jetd and the same neuron max. There was no report of an adverse effect to the patient.